Manufacturer narrative:
(B)(4). The customer reported the catheter tip ruptured in the patient during removal. The customer returned one snaplock adapter with clip and one piece of an epidural catheter for investigation. The components were received connected together. The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock's catheter adapter was not connected. No other defects or anomalies were observed. Visual examination of the returned catheter revealed the distal tip is not present on the returned catheter piece. The likely most distal end is severely stretched. The extrusion and the coil wire are stretched. The coil stretches approximately 43mm beyond the extrusion. The proximal side of the catheter appears to be intact as no damage was observed. The catheter appears to have been used as adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter piece using a ruler (c05158). The returned catheter extrusion measures approximately 94.5cm. The inner coils are stretched and extend approximately 4.3cm beyond the tip of the extrusion. Other remarks: the extrusion and coils appear to be stretched at the distal end of the catheter. This is why the catheter is well beyond outside of the specification of 88.5-91.5 cm per graphic kz-05400-002 rev. 08. However, the catheter tip is missing based on the condition of the sample received. A device history record review was performed on the epidural catheter with no relevant findings. Specifications per graphic kz-05400-002 rev. 8 were reviewed as a part of this complaint investigation. The IFU for this product, cz-05400-108a rev.02, was also reviewed as a part of this complaint investigation. The IFU for this product warns the user, "do not alter the catheter or any other kit/set component during insertion, use, or removal (except as instructed)." The IFU also contains catheter removal instructions with a list of warnings including, "never tug or quickly pull on catheter during removal from patient to reduce risk of breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." The IFU also provides alternate catheter removal techniques if difficulty is encountered and indicates "since any epidural catheter can inadvertently be separated if excessive force is applied during removal, clinicians must be aware of the importance of proper removal technique." A corrective action is not required at this time as the condition of the sample received indicates operational context caused or contributed to this event. The reported complaint of the catheter's tip breaking off during use was confirmed based upon the sample received. The returned catheter was missing the distal tip. The catheter showed signs of significant stretching at the point of separation at the likely distal end. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. The IFU for this product also indicates not to alter the catheter in anyway. Therefore, based upon the condition of the sample received and the observed evidence of stretching at the point of separation, operational context caused or contributed to this event. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter ruptured at the distal tip while being removed after use. A 6cm piece of the catheter remained deeply inside the patient. The doctor acknowledged it was user error. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter ruptured at the distal tip while being removed after use. A (B)(6) piece of the catheter remained deeply inside the patient. The doctor acknowledged it was user error. The patient's condition was reported as fine.